Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "downstream occlusion detector error" was not reproduced. The device was tested for downstream occlusion detection with passing results. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through log review however no component issue was identified. The downstream sensor will be calibrated and the force sensor no tube and force sensor scale factor will be performed during the repair process as a precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion detector error which occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.